Event description:
This is report 2 of 3. This is a report of a home patient (hp) who acquired peritonitis manifested by cloudy effluent and lethargy. The patient was hospitalized the same day. On an unreported date, the patient was treated with an unknown antibiotic (dose, frequency and route not reported) for peritonitis. Three days after hospitalization, the patient was discharged. Treatment with unknown antibiotic was ongoing. The action taken with dianeal therapy was not reported. On an unreported date, the patient was retrained on aseptic technique. At the time of the report, the patient was recovered from the event. The cause of the peritonitis event was unknown.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895755; there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).